Event description:
During resmed evaluation, an astral device did not power on. There was no patient involvement reported.

Manufacturer narrative:
The main circuit board required replacement to address the reported complaint. The device was returned to the customer unrepaired due to the customer declined repair. Based on all available evidence, an investigation determined that the reported complaint was due to a defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).